Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a rotator cuff procedure, the surgeon passed through the rotator cuff with the 1st fiberwire without issues, after about the 4th or 5th pass using the scorpion with ar-13995n, lot 12805536, scorpion multifire needle, the surgeon noticed the tip of the needle was broken. The rep stated he did not see if the tip was removed from the patient. However, the surgeon did have the shaver with suction and hemostats. The surgeon use a different ar-13995n same lot number and the problem occurred. The rep stated he did not see if the tip was removed from the patient. However, the surgeon did have the shaver with suction and hemostats. The case was completed using a side-loaded scorpion and ar-13991n. Additional information 6/23/2021: it was reported during a rotator cuff procedure, the surgeon passed through the rotator cuff with the 1st fiberwire without issues, after about the 4th or 5th pass using the scorpion with ar-13995n, lot 12805536, scorpion multifire needle, the surgeon noticed the tip of the needle was broken. The rep stated he did not see if the tip was removed from the patient. However, the surgeon did have the shaver with suction and hemostats. The surgeon use a different ar-13995n same lot number and the problem occurred. The rep stated he did not see if the tip was removed from the patient. However, the surgeon did have the shaver with suction and hemostats. The case was completed with a fast pass scorpion and ar-13991n with no miss fires.